Event description:
It was reported that the patient presented for an implant procedure. After the operation, an interrogation revealed that the atrial lead had become dislodged. An x-ray confirmed the dislodgment of the lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Post-procedure interrogation revealed that the atrial lead exhibited failure to capture and failure to sense. The lead was observed under x-ray imaging and was found to be dislodged. The lead was explanted and replaced. The patient was in stable condition.